Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that all arrow keys and center circular button was not responsive as well as sometimes it took two to three punches to get it to turn on or unlock. Customer¿s blood glucose was unknown. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly.